Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device system was explanted due to suspected infection; however, culture results came back negative; no infection. The patient was to undergo allergy testing with a local dermatologist following a second explant due to suspected infection with negative culture results (please refer to manufacturer report #3004209178-2013-08704 for second implant and allergy test follow-up). It was later reported that the patient had been given preoperative antibiotics prior to device explant. The patient stated that when she went to have the pump refilled the healthcare provider (hcp) could not find the refill port. The hcp took an x-ray which showed that the pump had flipped. The hcp took the patient to the operating room (or) to reposition the pump and secure it down. When the hcp opened the device pocket he ¿found it to be infected¿. The patient had already been given the preoperative antibiotics so when they did the culture nothing grew. The surgery took place on (B)(6) 2012. The patient noted that the suture had not broken, ¿it¿s just pulled through my tissue¿. The surgeon that implanted the pump had used the pouch to help secure the pump.

Event description:
It was reported that the patient¿s pump was removed due to infection. No patient symptoms or outcome was provided. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.